Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. The customer reverted to an alternate method in insulin therapy. There was no adverse impact to the customer¿s blood glucose (bg) level. Multiple attempts were made by tandem technical support to follow-up with the customer regarding the bg level, but no response was received.